Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms were received. The customer's blood glucose (bg) level was 303mg/dl and a manual injection was administered to address the bg level. The customer troubleshot the issue on their own prior to contacting tandem technical support and observed very little insulin exiting the cartridge patient line, no insulin was observed exiting the infusion set tubing. A pump supply change was performed and once again the customer observed no insulin exiting the infusion set tubing, very little insulin exiting the cartridge patient line. The customer did observe air bubbles in the infusion set tubing. Tandem technical support advised the customer to change their cartridge once more and the customer declined stating that they would use manual injections for insulin therapy. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.